Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This report is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address metallosis. Update rec'd 09/03/2015 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, and elevated toxic cobalt chromium metal ions. A stem is being added to address allegations of elevate toxic metal ions.

Manufacturer narrative:
(B)(4).

Event description:
Update 13 oct 2017: pfs and medical records received. In addition to what was previously alleged, pfs alleges leg swelling, hematoma, and pseudotumor formation. After review of medical records for the MDR reportability, it ws patient was revised to address hematoma, probable infection, pseudotumor, and armd. Product and lot number was updated. This complaint was updated on oct 24, 2017.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleged metal wear.